Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform cut at leaflet 1. Cut at leaflet 1 was approximately 16mm long. Edges of cut wireform, sewing ring, and leaflet appeared to match up. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sutures remained attached around the sewing ring. Wireform was exposed at cut section of the valve. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There can be several root causes of leaflet immobility or leaflet restriction. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was determined that the root cause of this event was calcification on all three (3) leaflets and host pannus growth as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm pericardial mitral valve was explanted after an implant duration of 11 years and one (1) month due to mitral stenosis. The explanted valve was replaced with a 27mm 7300tfx pericardial mitral valve. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received and the following section(s) was updated: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that a 27mm pericardial mitral valve was explanted after an implant duration of 11 years, one (1) month due to severe mitral stenosis and restricted leaflet motion secondary to calcification. The explanted valve was replaced with a 27mm 7300tfx pericardial mitral valve. Per the medical records, the pre-existing vale was stenotic with calcifications of the leaflets. The valve opened very poorly. The 27mm 6900ptfx valve was excised. Pledgeted sutures were placed circumferentially in the mitral valve annulus with pledgets on the atrial side. The sutures were passed through the 27mm 7300tfx mitral valve sewing ring, the valve was seated, and sutures were secured. Inspection showed good apposition of the sewing ring to the annulus. The patient regained spontaneous rhythm and after rewarming and reperfusion, she was able to be separated from cardiopulmonary bypass with mild inotropic support. The patient tolerated the procedure satisfactorily and was taken to the ICU in stable condition. The patient had no arrhythmia complications post operatively. The patient was discharged to a skilled nursing facility on pod #13 in stable condition.